Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved determined the drive wire detached from the drive cable. The device was visually evaluated and there was a clear liquid substance inside of the tubing. The basket was returned fully retracted inside the tubing. During a function test the basket would not move when the handle was manipulated. The handle was disassembled and it was noted that the drive wire was detached from the drive cable. The portion of drive wire cable remaining attached to the handle cannula has nested (bunched up against the handle cannula). Solder is still on the handle cannula of the joint. For further evaluation of the drive wire cable and basket, the catheter was cut to pull/push the drive wire cable out of the sheath. The basket was fully formed and presented with a reddish substance near the basket tip. The drive wire cable from inside the sheath has nested on the proximal end and bunched up distally down the drive wire cable. No other anomalies were detected with the device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use state: "confirm desired position of basket sheath relative to target. Advance basket out of sheath. Caution: pulling on sheath while advancing or retracting basket may damage device, rendering it inoperable." The instructions for use indicate: "advance device through channel, in short increments, until basket sheath exits endoscope." Basket advancement/retraction difficulties and nesting of the drive wire can occur if the device experiences excessive pressure. Resistance in basket movement and bends in the catheter can occur if the elevator of the endoscope is used to deflect the device at a sharp angle. Prior to distribution, all memory ii double lumen extraction baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook memory ii double lumen extraction basket. Endoscopic removal of bile duct stones was performed. A duodenal stent was placed in the patient already, therefore manipulation of the endoscope was difficult. The angle of the endoscope was shallow (position was not deep enough), so the basket was inserted into the papilla under the wire guide. The basket opened with the first extraction without a problem. Then, the user attempted to open the basket, but it would not open a second time. So, he finished the procedure. There have been no adverse effects to the patient reported. There was no reportable information at this time. The device was evaluated on 02/13/2018. It was determined that the drive wire disconnected from the drive cable.